Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the unit alarmed and would not mechanically ventilate without a reboot. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit shut down and would not mechanically ventilate during a case. The unit had to be rebooted to continue. There is no report of patient injury.